Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on may 08, 2017, (B)(4).

Event description:
Per the clinic, the patient developed infection at abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent revision surgery on (B)(6) 2017, in order to excise skin at the implant site and remove the abutment. This report is submitted june 6, 2017.